Manufacturer narrative:
The investigation for the reported pump stop has been completed. Clinical information states calcium was observed on the pump after implant. However, no product was returned for evaluation. Data logs show that the pump was weaned and turned to p-0 and removed for 50 minutes. The pump was then reinserted and ramped up over 8 minutes to p-8 but then had alarm 13 high motor current pump stop. The pump was unable to be restarted. The root cause of the pump stop was most likely biomaterial as seen by calcium observed on the pump upon explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump stopped functioning during patient support. A controller failure alarm coincided with the stop and the decision was made to explant the pump. Upon explant, calcium buildup was noted in the device. There was no patient harm.